Event description:
N/a

Event description:
It was reported prior to use, the cardiosave intra-aortic balloon pump (iabp) on initiation, once the catheter is in place and the helium line is connected but before starting counter pulsation, the console develops a high pitched squeal, fault 67 found multiple times.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The work is being completed by a customer, at this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Repair was completed on site by the customer.

Event description:
It was reported prior to use , the cardiosave intra-aortic balloon pump (iabp) on initiation, once the catheter is in place and the helium line is connected but before starting counter pulsation, the console develops a high pitched squeal, fault 67 found multiple times. There was no patient involvement.